Event description:
Customer reported receiving lost sensor alerts and that the sensor triggered alerts for low blood glucose of 40 mg/dl when the blood glucose was 400 mg/dl. Customer declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.